Event description:
A customer reported that their pump's battery life was depleting faster than expected. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.